Manufacturer narrative:
It was reported by the patient that eight stents in total broke, collapsed, and blocked inside of the patient. Initially six stents were placed in 2007 and it was discovered that one broke in 2008. That stent was removed and 6 more stents were placed. In 2015 the same physician discovered that seven more collapse (restenosis); none of those stents were removed. It could not be determined which of the seven stents were from the stent that were implanted in 2007 or 2008. As a result the patient is fatigued and tired more. The products were not returned for analysis. Additionally, as the sterile lot numbers were not available, device history record review could not be performed. Restenosis is a known potential adverse event associated with implanting coronary artery stents and is often associated with the progression of coronary artery disease. Based on the available information there is no evidence to suggest that the event was design or manufacturing related therefore no corrective action will be taken. This is one of eight devices associated with the same patient and were submitted under the following report numbers 3003742446-2016-00007, 3003742446-2016-00008, 3003742446-2016-00009, 3003742446-2016-00010, 3003742446-2016-00011, 3003742446-2016-00012, 3003742446-2016-00013 and 3003742446-2016-00014.

Manufacturer narrative:
This device remains implanted and is not available for testing and evaluation. The catalog and lot numbers have also not been provided by the customer but the device reported is a us cypher stent. Additional information is pending and will be submitted within 30 days upon receipt. This is one of eight devices associated with the same patient and were submitted under the following report numbers 3003742446-2016-00007, 3003742446-2016-00008, 3003742446-2016-00009, 3003742446-2016-00010, 3003742446-2016-00011, 3003742446-2016-00012, 3003742446-2016-00013 and 3003742446-2016-00013.

Event description:
It was reported by the patient that eight stents in total broke, collapsed, and blocked inside of the patient. Initially six stents were placed in 2007 and it was discovered that one broke in 2008. That stent was removed and 6 more stents were placed. In 2015 the same physician discovered that seven more collapse (restenosis); none of those stents were removed. It could not be determined which of the seven stents were from the stent that were implanted in 2007 or 2008. As a result the patient is fatigued and tired more.